Event description:
It was reported by the affiliate that the (1) tcr 75 was used during an unknown procedure. It was reported that the staples would not feed. The case was completed with another instrument. There was not pt consequence.